Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No product issue was identified. Testing of a retained kit of architect (B)(6) combo reagent, list number 2p36-25, lot number 03679li00, which contains identical bulk solutions as list number 4j27-22, lot number 03671li00 met specifications; controls showed values within typical range. To assess the specificity performance of the reagent lot, an additional (B)(4) replicates of negative control were tested. The reagent kit showed normal performance within typical range. Review of population testing of 100 frozen plasma samples that evaluate specificity for final lot release, revealed no indications that the specificity of lot 03671li00 might be adversely affected. As part of our evaluation we have reviewed the complaint records for the affected lot number and did not identify any problems relating to the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on our evaluation, we have determined that architect (B)(6) combo reagent, list number 4j27-22, lot number 03671li00 is performing acceptably.

Event description:
A patient generated initial and repeat (B)(6) on the architect hiv ag/ab combo assay. The sample was sent to another laboratory for further confirmation testing and was (B)(6). A nurse sustained a needle stick injury from this patient and, without waiting for the confirmation test results, was treated with (B)(6). No adverse outcome was reported.